Event description:
The hcp reported that the pump was explanted and replaced after an implant duration of 3 months as he was "unable to bolus drug" and the patient had "withdrawl". The patient was receiving dulaudid 20mg/ml at a rate of 8mg/day. No specific symptoms were reported. The patient was not receiving adequate results. Possible seroma at the tip of catheter. The catheter was not replaced at the time of pump replacement.